Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the tissue pad came off. It is unsure if it fell into the pt. There was no pt consequence reported.

Manufacturer narrative:
(B) (4): eval summary - the analysis results found that the device was returned in good physical condition. The tissue pad was examined; normal wear was visually seen and 100% present. The device was tested with a gen04 and was functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.